Event description:
Drive devilbiss healthcare is the initial importer of the device which is a sling for a patient lift. The sling has not been retrieved for evaluation. Documents provided show purchase of slings in 2014. Warranty for the slings is 6 months due to wear and tear, and washing, and drying. The patient was being lifted from a chair to a bed when the sling broke. The patient fell to the ground, hit her head and was taken to the hospital. She was diagnosed with a broken femur.